Manufacturer narrative:
Correction: upon review of this report it was found that MDR-1723170-2017-02673 was submitted in error and was a duplicate of MDR-1723170-2017-02717. The replaced fluoro power circuit board was returned to manufacturer, evaluation is in progress at the time of filing this report, findings are not yet available.

Manufacturer narrative:
Device evaluation: the suspect pcba fluoro central processing unit (cpu) was returned to the manufacturer and the issue was confirmed. During testing the system did not ready and an audible beep sounded. An attempt was made to clear the error, but the error did not resolve. The generator displayed communications error. The issue was due to the fluoro board in the cpu.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that a generator error was occurring on the system. To resolve the reported issue, the fluoro power control board was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect fluoro power control board has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would beep continuously when starting up. The representative reported that the imaging system was unable to perform x-ray image acquisitions. There was no patient present when this issue was identified. No additional information was provided.